Event description:
It was reported the pt experienced a jerking sensation after turning stimulation off which lasted for 10 hours. The pt reported this has occurred previously (prior to being implanted with the scs system) and takes medication for this issue; however, the symptoms have never lasted 10 hours. As a result, the pt is not turning stimulation off causing an increase in her recharge burden. The pt reported observing the low battery warning daily. Reprogramming was performed in an effort to decrease the recharge burden. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.